Manufacturer narrative:
(B)(4). The stent delivery system and guide wire used were not returned for analysis which may have aided the investigation. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the guide wire with the stent implant if the stent is not fully expanded and apposed, the guide wire caught underneath the implanted stent, or damage to the stent or guide wire. There was no reported stent damage prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units is destructively tested to verify proper stent deployment. All stent delivery systems are subjected to a visual inspection and a quality control audit inspection is used to verify the product quality. Although a conclusive cause for the stent explantation by the guide wire could not be determined, there is no indication of a product quality deficiency. The reported vasoconstriction (coronary artery spasm) is listed in the promus instructions for use as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the device was not returned and the lot # was not reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pt graphics. Guide catheter: 6 french al-1. Stent: 4.0 x 28 otw vision. Other electrical: intra-aortic balloon pump. Other: heparin. The 4.0 x 28 otw vision is being filed under a separate manufacturer report number. The promus stent remains in the patient. The lot number was not identified. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that after deployment of the 4.0 x 28 vision stent in the proximal saphenous vein graft (svg) to the left anterior descending artery (lad), there was no flow seen distally. Intracoronary nitroglycerin, adenosine, and nitroprusside were administered in the vessel. A 2.5 x 15 balloon, which had been resting in the distal lad was moved throughout the length of the artery without inflation which was successful in maintaining coronary blood flow. Next, the mid lad was pre-dilated and the 2.75 x 28 promus was deployed with good result. After deployment of the 2.75 x 28 rx promus, it was noted that the diagonal side branch of the lad had significant narrowing at its origin. The physician planned to balloon through a stent strut to open up the diagonal. A non-abbott guide wire was inserted through the promus stent strut, and was positioned in the distal diagonal. A 1.5 x 15 non-abbott balloon was advanced over the wire, but resistance was met and the balloon was unable to be advanced. The balloon was removed and was re-inserted to provide extra support to the guide wire when attempting to remove the wire; however, the wire recoiled which caused the promus to bend into a v shape at its mid-portion and withdraw into the origin of the svg where the stent dislodged. Angiogram confirmed distal coronary blood flow and the patient was not in clinical duress. There were no adverse patient effects reported. There was no additional information provided.